Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic inflammatory disease ("aggravated pelvic inflammatory disease") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. C55834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included pregnancy on (B)(6) 2015 and female infertility. On (B)(6) 2016 patient had transvaginal pelvic ultrasound resulted in no intrauterine or adnexal masses, small amount of physiologic free fluid in the pelvis and identification of bilateral essure coils which are not fully imaged on ultrasound. Overall appearance of the essure coils in place and can be better seen with conventional radiographs as clinically warranted. Concurrent conditions included pelvic pain and pelvic inflammatory disease. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("anxiety"), anaemia ("anemia") and endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the menorrhagia, pelvic inflammatory disease, uterine haemorrhage, vaginal haemorrhage, vaginal discharge, fatigue, anxiety, anaemia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, endometriosis, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date of implant. (Previously reported as (B)(6) 2016 but now as per mr it was reported as (B)(6) 2016). It was reported that supervision of other normal pregnancy (23jun2016 ¿ present). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic inflammatory disease ("aggrevated pelvic inflammatory disease") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included pregnancy on (B)(6) 2015. Concurrent conditions included pelvic pain and pelvic inflammatory disease. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("anxiety"), anaemia ("anemia") and endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the menorrhagia, pelvic inflammatory disease, uterine haemorrhage, vaginal haemorrhage, vaginal discharge, fatigue, anxiety, anaemia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, endometriosis, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date of implant. (Previously reported as (B)(6) 2016 but now as per mr it was reported as (B)(6) 2016). Diagnostic results: on (B)(6) 2016 patient had transvaginal pelvic ultrasound resulted in no intrauterine or adnexal masses, small amount of physiologic free fluid in the pelvis and identification of bilateral essure coils which are not fully imaged on ultrasound. Overall appearance of the essure coils in place and can be better seen with conventional radiographs as clinically warranted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received:event pelvic pain outcome added as recovering. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included pregnancy on (B)(6) 2015. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date of implant. (Previously reported as sep-2016 but now as per mr it was reported as (B)(6) 2016). Diagnostic results: on (B)(6) 2016 patient had transvaginal pelvic ultrasound resulted in no intrauterine or adnexal masses, small amount of physiologic free fluid in the pelvis and identification of bilateral essure coils which are not fully imaged on ultrasound. Overall appearance of the essure coils in place and can be better seen with conventional radiographs as clinically warranted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, product information updated, event added as :- patient did not undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic inflammatory disease ("aggrevated pelvic inflammatory disease") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included pregnancy on (B)(6) 2015. Concurrent conditions included pelvic pain and pelvic inflammatory disease. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("anxiety"), anaemia ("anemia") and endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on 5-oct-2016. At the time of the report, the pelvic pain, menorrhagia, pelvic inflammatory disease, uterine haemorrhage, vaginal haemorrhage, vaginal discharge, fatigue, anxiety, anaemia and endometriosis outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anaemia, anxiety, endometriosis, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date of implant. (Previously reported as (B)(6) 2016 but now as per mr it was reported as (B)(6) 2016). Diagnostic results: on (B)(6) 2016 patient had transvaginal pelvic ultrasound resulted in no intrauterine or adnexal masses, small amount of physiologic free fluid in the pelvis and identification of bilateral essure coils which are not fully imaged on ultrasound. Overall appearance of the essure coils in place and can be better seen with conventional radiographs as clinically warranted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia), vaginal discharge, fatigue, anxiety, anemia, endometriosis, aub, lower abdomen pain, pelvic inflammatory disease. Outcome of event lower abdomen pain was updated to recovering/ resolving. Concomitant diseases were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic inflammatory disease ("aggrevated pelvic inflammatory disease") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. C55834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included pregnancy on (B)(6) 2015 and female infertility. Concurrent conditions included pelvic pain and pelvic inflammatory disease. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("anxiety"), anaemia ("anemia") and endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the menorrhagia, pelvic inflammatory disease, uterine haemorrhage, vaginal haemorrhage, vaginal discharge, fatigue, anxiety, anaemia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, endometriosis, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date of implant. (Previously reported as (B)(6) 2016 but now as per mr it was reported as (B)(6) 2016). It was reported that supervision of other normal pregnancy ( (B)(6) 2016 ¿ present). Diagnostic results: on (B)(6) 2016 patient had transvaginal pelvic ultrasound resulted in no intrauterine or adnexal masses, small amount of physiologic free fluid in the pelvis and identification of bilateral essure coils which are not fully imaged on ultrasound. Overall appearance of the essure coils in place and can be better seen with conventional radiographs as clinically warranted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2019: reporters, medical history and lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.